Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the filament was broken and it was stick to the needle which was hard to remove. Customer¿s blood glucose level was 180 mg/dl and 150 mg/dl. Customer¿s sensor glucose level was 80 mg/dl. Customer was not reporting that the sensor or introducer needle fractured while in the body. Customer did not want to continue troubleshooting. The device will not be returned for analysis.